Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights- xten. As it was stated, the screw fell off. There was no injury reported however we decided to report the issue in abundance of caution, as any parts falling off into sterile field or during procedure may lead to the contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event as the screw shouldn¿t fell off. In the time when the event occurred the device was not being used for the patient treatment. The screw absence which could appear when it is not tightened properly upon installation could lead to safety sleeve transition. This kind of movement of sleeve could occur when the device is cleaned. The wrong positioning of safety sleeve uncover the safety segment and it may get out from its place. When all these factors are combined, the light head could fall down. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances and the fact that the occurrence rate is considered to be low we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with one of surgical lights- xten. As it was stated, the lamp cap fell off. There was no injury reported however we decided to report the issue in abundance of caution, as any parts falling off into sterile field or during procedure may lead to the contamination.